Manufacturer narrative:
Concomitant product(s): a 4968-25 lead, implanted (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular epicardial lead had high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.